Event description:
The patient fell on (B)(6)2009. The stimulator was off at the time. When the stimulator was turned back on, there was no shocking or jolting as they thought there would be. The patient's spouse thought that the patient may have broken some ribs. The patient had an appointment the next week with the physician that managed his stimulation system and planned to have the system checked. In (B)(6) 2010, it was reported that the patient was having little therapeutic effect from the stimulation system; the stimulation did not take the patient's pain away. The patient had also experienced pain in the neck for the past 2 years. The patient's current managing physician was recommending a chronic pain therapy program. The patient's spouse wanted the stimulation system checked instead. The patient was seen by the physician on (B)(6)2010 and the physician recommended x-rays. As of (B)(6)2010, they had not agreed to have the x-rays done. It was also reported that the patient had 3 surgeries post implant due to broken wires in his neck and back. It was noted that while the patient was in california, the stimulation system was checked/adjusted every 3 months; the stimulation had been adjusted once in the 2 years since they moved to (B)(6). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)